Event description:
It was reported that during a device upgrade procedure it was discovered that the right ventricular (rv) lead had diminished sensing in the true bipolar configuration. The lead was reprogrammed to a integrated bipolar configuration resulting in better sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).